Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The camera head was tested for more than one (1) hour but still no fault was found. The customer was advised that the camera head would be returned unrepaired. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus while using the high definition autoclavable camera, there was a flickering issue with the image. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The flickering image was unable to be reproduced during the device evaluation. Based on the results of the investigation, the root cause of the flickering image was unable to be identified. Olympus will continue to monitor field performance for this device.